Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to blood glucose. Customer continued to use the pump for insulin therapy until replacement arrived.